Event description:
The patient was reported to have had an increase in seizures. It is suspected the vns battery is low or dead and the cause of the increased seizures; however, this has not been confirmed yet. The patient was referred for replacement. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Per the physician, the increased seizures is due to low battery. The seizures are back to pre-vns baseline. No other factors contributed to the seizures.